Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a request was made to have information from the right ventricular automatic threshold (rvat) test analyzed. Technical services (ts) review the data and identified intermittent loss of capture (loc). Low amplitude as well as high capture thresholds were noted. In addition, it was reported that the patient experienced fatigue and that the heart rate was 40 beats per minute (bpm). Technical services (ts) recommended programming enhancements and capture was confirmed. X-ray lead evaluation was advised. This right ventricular (rv) lead was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.